Manufacturer narrative:
Investigation is ongoing. The date of the event is unknown; however, the article was received for publication on february 13, 2024. Therefore, the 'submission for publication date' was used as the occurrence date.

Event description:
As reported per article "balloon rupture during transcatheter aortic valve replacement", a balloon burst of a 26mm commander delivery system was noted at peak inflation during a transcatheter aortic valve replacement procedure with an unknown 26mm edwards transcatheter heart valve. There was no mention of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery in the literature was reviewed and the following was noted: jagged areas of calcium present. The sinotubular junction (stj) with a minimum diameter of ~24 mm with spiculated calcium was observed. Balloon ruptured at peak inflation from the balloon interaction with the stj. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint delivery system balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as calcification was present in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Reference article: basman, c., landers, d., kliger, c., rodriguez-barragan, k., yoon, s. H., faraz, h., ... & kaple, r. (2024). Balloon rupture during transcatheter aortic valve replacement. Catheterization and cardiovascular interventions, 103(6), 1035-1041.